Event description:
It was reported that after a da vinci assisted surgical procedure, the robot faulted out and was unable to be moved. It was also indicated that the universal surgical manipulator (usm) 3 turned red during power up. The technical support engineer (tse) reviewed the logs and was able to confirm the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart (psc) card carriage to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).